Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: multiple scratches on the display lens was observed. The pump booted to the verify screen with dim pink contrast. Unrelated to the display issue, moisture was observed in the battery compartment. A leak test was performed and a battery compartment leak at a crack in the battery compartment was observed. The pump case was opened and no further evidence of moisture was observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the display was scratched and unreadable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).